Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down unexpectedly. It was unknown how the issue was found. No patient or user harm reported. Onsite service was requested. Investigation ongoing / resolution pending.

Manufacturer narrative:
The field service engineer (fse) reported that a performance verification test (pvt) was performed per the manufacturer's specifications. The fse reported that no error codes were observed while performing the pvt. The fse noted that the issue may have been caused by user error. No further actions were performed by the fse, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.